Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a lap cholecystectomy, the el5ml made a very strange sound. The resulting clips resembled the breast cancer symbol of the folded ribbon. In addition, sometimes when they are putting the clips over the duct the staples are coming out rather then straight, crimped like a zigzag. The clips are shooting out the top of the applier rather then forming around the duct. They discarded the clip applier and they pulled another device from another lot number. No patient harm.

Manufacturer narrative:
(B)(4), date sent: 2/17/2022, d9: device available for evaluation? Yes. D9: is device returned to manufacturer? Yes. D9: date device returned to manufacturer: 1/4/2022. H3: device evaluated by manufacturer? No. H3: reason for non- evaluation: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4) date sent: 2/22/2022 d4: batch # v9583v investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.